Manufacturer narrative:
The evaluation found the parts function as designed. Elab report noted no trends.

Event description:
The customer alleged no audio alarm. The nellcor puritan-bennett customer support engineer (nsb cde) inspected the device, could not duplicate the reported problem and replaced the alarm kit as a precaution. The unit passed extended self testing. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.